Event description:
Information received with return of the device does not address the patient's clinical status but notes that the device was implanted prior to an av ablation, but after- ward, the device exhibited >2500 ohms impedance. There- fore, the device was replaced.